Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2,e3. E2,e3 - corrected e2 and e3 to reflect initial reporter being a health professional. G2 - checked health professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the image did not display due to a faulty cable unit. The specific root cause of the faulty cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of the image does not appear was confirmed due to a faulty cable. The cable was found to be cut. In addition, a b30 ¿communication error¿ was observed. The cause of the physical damage to the cable cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, the camera head did not display an image. There was no patient injury reported.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The unit was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.